Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transaortic tavr procedure with a 29mm sapien 3 valve, there was strong resistance while advancing the certitude delivery system through the sheath. The physician advanced slowly while applying strong force. The valve exited the sheath and moved one marker toward the aorta side. It was judged to be acceptable range and it was then attempted to cross the native annulus, however it was unable to cross due to patient anatomy (aortic calcification). It was decided to retrieve the valve. The sheath was removed with the valve exposed from the sheath. A new kit was opened and a new sheath was inserted, and the second valve was implanted without problem. As per follow up, bleeding that led to hemorrhagic shock occurred upon removal of the first sheath occurred. The exact bleeding site was unknown. Blood transfusions were performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. Per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access, and stabilization of the site are also provided in the training. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), hemorrhage/bleeding is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest or indicate patient and or procedural complications likely caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.